Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern) and into the target vessel, the physician encountered resistance and noticed the coil pusher assembly was bent. Therefore, the physician decided to remove it; however, while retracting the ruby coil through the lantern, the physician experienced resistance again and the ruby coil unintentionally detached within the lantern. Therefore, the lantern was removed with the detached coil inside and the procedure was completed using a new lantern and two pod packing coils. It was reported that the patient had a tortuous anatomy and the physician did not maintain continuous flush or use a rotating hemostasis valve (rhv). There was no report of an adverse effect to the patient.

Manufacturer narrative:
The proximal segment of the fractured ruby coil pusher assembly was inside the introducer sheath, and the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length and fractured approximately 81.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and not returned for evaluation. Evaluation of the returned device revealed the pusher assembly was kinked and fractured. This damage may have occurred due to forceful advancement of the ruby coil against resistance. The resistance experienced during advancement likely occurred due to tortuous patient anatomy. Further evaluation revealed the embolization coil was detached from the pusher assembly. If the pusher assembly becomes fractured, it may allow the pull wire to retract from the distal detachment tip (ddt), which would cause the embolization coil to detach. The lantern mentioned in the complaint, as well as the ruby coil embolization coil, were not returned for evaluation. Penumbra coils/catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.